Event description:
A peritoneal dialysis nurse reported that patient had a heart attack and expired on (B)(6) 2014. The patient was not on the machine when this incident occurred. The nurse stated that she not sure when the last treatment was. Medical records were requested.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. Upon receipt of the medical records, an investigation will be performed and at the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.